Manufacturer narrative:
Unit received with intermittent act button due to corroded keypad traces. Unit received with cracked case at the reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer called to report a keypad anomaly. The customer's blood glucose reading was 288 mg/dl. Customer did not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was replaced and returned.